Event description:
Upon removal of an 054 reperfusion catheter from it's hoop housing, resistance was encountered, almost a sticky / tacky feel. After force was applied, the catheter came out of the hoop but the catheter was damaged (kinks in the shaft). Unfortunately, the account did not save the hoop or the packaging but the catheter is available for return but they are mixed in a bag with two other catheters.

Manufacturer narrative:
Device investigation: the complaint unit was returned along with two additional catheters that were used during the procedure. Based on the items returned and the condition of those units compared to the complaint report which stated that the complaint unit was an out-of-box issue and not used in the patient, the complaint unit was determined. The complaint unit was not specifically identified. Results: there is a kink in the proximal shaft 23 cm from the hub/shaft joint. There are similar kinks at 22.5 and 23.5 cm from their respective hub-shaft joints on the two units that accompanied the complaint unit. This damage likely occurred when these three units were coiled and packaged for return to penumbra. A careful examination of the complaint related catheter's exterior reveals a rough feeling surface at the proximal-distal shaft material transition, between 19 and 21 cm from the distal tip. The friction /stickiness described in the complaint may be related to the rough patch identified on the exterior. If the catheter was insufficiently flushed with saline solution prior to its removal from the carrier hoop the catheter can stick inside the hoop, removing some of the hydrophilic coating, creating the rough patch identified.